Event description:
It was reported that the left ventricular lead had shifted within the implant pocket. A new pocket was created and the system was placed into it. No patient symptoms were reported and the system exhibited normal operation following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.